Manufacturer narrative:
Qn#(B)(4). Associated MDR#s for kinked guidewire: 3006425876-2022-00902; 3006425876-2022-00901; 3006425876-2022-00900; 3006425876-2022-00899. The customer returned one guide wire, arrow raulerson syringe (ars), and 18 ga introducer needle for analysis. Signs of use in the form of significant amounts of dried biomaterial were observed on the returned components. The guide wire was returned threaded through the introducer needle and ars. The guide wire was observed to have several kinks throughout the body. Microscopic examination confirmed the damage. The distal j bend was misshapen. Both welds were present and observed to be full and spherical. Visual inspection of the introducer needle and ars revealed no obvious defects or anomalies; however, evidence of use (dried blood) was observed within the needle hub and cannula. The major kinks in the guide wire were located 4mm and 198mm from the distal tip. The guide wire total length measured 601mm, which is within the specifications of 596-604mm per product drawing. The guide wire outer diameter measured 0.792mm, which is within the specifications of 0.788-0.826mm per product drawing. The needle cannula outer diameter measured 0.05012", which is within the specifications of 0.0495"-0.0505" per product drawing. The needle cannula inner diameter measured 0.041", which is within the specifications of 0.041-0.043" per product drawing. Functional inspection of the guide wire was performed per the product instructions for use, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was returned threaded through the ars and introducer needle. The guide wire was removed from the ars with no resistance. The guide wire was then attempted to be removed from the needle with significant resistance. The guide wire was removed to reveal significant amounts of dried biomaterial inside the needle hub and cannula and on the guide wire. Once the guide wire was removed, it was able to thread through the needle and ars with no resistance. Therefore, the accumulation of dried biomaterial inside the insertion components is the likely cause of resistance during use. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual inspection revealed several kinks in the returned guide wire. The guide wire and needle met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Resistance was encountered during functional inspection; however , it was determined that an accumulation of excess dried biomaterial inside the needle cannula and ars was the likely root of the encountered resistance. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: the first, second and third spring wire guides were unable to be removed due to the wire kinking when used on the right neck. The fourth spring wire guide was unable to be removed due to wire stuck with ars (arrow raulerson syringe) when used on the right femur (no kinking of wire reported). The fifth spring wire guide was unable to be removed due to wire kinking when used on the left neck. The sixth spring wire guide was successfully inserted in the patient. No patient harm or injury was reported. No delay in therapy. A new device was used. No additional medical intervention required. The patient's condition was reported to be fine.

Manufacturer narrative:
Qn# (B)(4). Associated MDR#s for kinked guidwire: 3006425876-2022-00902; 3006425876-2022-00900; 3006425876-2022-00899.

Event description:
The complaint is reported as: the first, second and third spring wire guides were unable to be removed due to the wire kinking when used on the right neck. The fourth spring wire guide was unable to be removed due to wire stuck with ars (arrow raulerson syringe) when used on the right femur (no kinking of wire reported). The fifth spring wire guide was unable to be removed due to wire kinking when used on the left neck. The sixth spring wire guide was successfully inserted in the patient. No patient harm or injury was reported. No delay in therapy. A new device was used. No additional medical intervention required. The patient's condition was reported to be fine.